Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2014 - the lv lead was turned off on (B)(6) 2014. Patient was seen in office on (B)(6) 2014 and on (B)(6) 2014. It has been decided that the patient needs a new lv quadripolar lead. This would also indicate a competitor's device. The procedure is scheduled for (B)(6) 2014.

Event description:
The patient went to the ER with complains of ¿jumping in his chest¿. This is all of the available information at this time. When additional information is obtained, this event will be updated.